Event description:
It was reported that the unit (cockpit infinity c500) shut down while on a patient. No patient injury reported.

Manufacturer narrative:
The affected device was made in the manufacturer¿s repair shop. During the repair measure a faulty hard drive (ssd) of the cockpit was identified as root cause of the reported cockpit infinity c500 malfunction. Replacing the ssd of the cockpit remedied the issue. The device was successfully tested afterwards and confirmed to be operating per manufacturer¿s specification. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit infinity c500, a restart of the cockpit will be triggered in order to reset the micro processing system to a specified state. The ventilation will not be affected by a cockpit restart and will be continued as set. Safety relevant parameters are displayed in the supplemental oled-display wherein the user can see the on-going ventilation. If the function of the cockpit completely fails, the auxiliary auditory alarm of the ventilation unit will sound after 45 seconds without communication between the ventilation unit and the cockpit. This alarm is energized independently from the power supply and will last for at least 2 minutes. Since the monitoring functions are limited and the user interface is inoperable, the ventilation shall be continued with an independent device. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the unit (cockpit infinity c500) shut down while on a patient. No patient injury reported.